Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the non-invasive blood pressure (nibp) calibration had expired, and there were problems with the calibration. There was no reported patient involvement. The fse assessed the device onsite and recalibrated it, restoring full functionality. The device remains at the customer site, and no further evaluation is necessary. Based on the available information and the testing conducted, the device required calibration. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse successfully recalibrated the device to resolve the issue, and it has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited problems with calibration. Additional information was requested. No patient involvement was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.